Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018 during which the surgeon noted adhesions from omentum to the mesh. The failed mesh was completely removed and the hernia defect was repaired. It was reported the patient experienced severe pain, infections, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/25/2020. Additional information: a1,a2,b7.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.